Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of connection issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # mz5309 sets of the following lots: 23039218 and 23049352.

Event description:
It was reported that the bd maxzero¿ extension set had a warped end and leaking occured. Verbatim: injuries or adverse event: no. Reported issue: leaking and IV tubing was not able to connect to j loop (saline lock) due to a warped end.

Event description:
It was reported that the bd maxzero¿ extension set had a warped end and leaking occured. Verbatim: injuries or adverse event: no. Reported issue: leaking and IV tubing was not able to connect to j loop (saline lock) due to a warped end.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 23039218. D4. Medical device expiration date:13mar2026. H4. Device manufacture date:13mar2023. D4. Medical device lot #: 23049352. D4. Medical device expiration date:29apr2026. H4. Device manufacture date:29apr2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.